Event description:
Calcium gluconate 1 gram/50 ml was initiated at 1835 to run over 1 hour. During bedside handoff it was noted on the baxter IV pump that there was 20 min remaining - however the bag of medication was empty. Calcium gluconate was hung as a primary infusion with baxter pump primary tubing.